Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported sleeve steering issue was not confirmed, as the tip deflected properly in each direction during device testing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. Since the returned device analysis was unable to confirm the reported sleeve steering issue, it is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, one implanted mitraclip. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular movement during use, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 2-3. The second clip delivery system (cds) was advanced into the anatomy; however, when the m-knob was applied, the clip was not steering toward the valve, but was moving toward the left atrial roof. The cds was removed and replaced. The new cds was used without issue. Three clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.